Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise due to a circuit board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an unspecified communication issue during device installation involving an olympus flex deflectable videoscope. There was no patient involvement.